Event description:
Clinic notes were received indicating that the vns patient was experiencing a change in seizure pattern and worsening behavior. The patient¿s device showed a low battery condition during an office visit on (B)(6) 2014. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis for the m103 device was completed and approved on (B)(6) 2014. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Additional information was received stating that the vns patient¿s adverse events were reportedly due to the low battery condition of the patient¿s device. The patient underwent prophylactic generator replacement surgery on (B)(6) 2014 due to ifi = yes. The explanted generator has been returned to the manufacturer where analysis is currently underway.